Event description:
Caller reported that the battery of the t:slim x2 pump was not charging correctly. Despite initial charging issues, there was no adverse impact to the customer's blood glucose level. To resolve the issue, the customer changed the charging supplies, and the pump began charging again, eliminating the need for further assistance.